Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of abdominal aortic aneurysm. It was reported that approximately two years and nine months after the index procedure, the patient presented emergently with a type iii separation endoleak between the right iliac limb stent grafts. There was blood feeding the aneurysm sac. The patient received treatment. The physician implanted an 16x16x93 limb extension to reline the existing right iliac limb stent grafts, resolving the type iii separation endoleak. Per the physician, the cause of the type iii separation endoleak was unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: review of a 13 second cta video, one 3d recon still image and three still angio images during the secondary intervention. The pre-implant films, pre-implant anatomy sizing information, films during index procedure, and post index procedure follow up films were not provided. The overlap length between the bifurcate ipsi limb and the limb extension at implant was not provided. The exact cause of the possible type iii separation endoleak could not be determined from the single cta video and the four still images; however, patient's morphology may have contributed. The exact cause of the possible type IV transgraft endoleak seen after implant of the limb extension could not be conclusively determined, but may have been due to heparin used during the procedure or a patient condition.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.